Manufacturer narrative:
(B)(4).this complaint is related to emdr #1828100-2016-00476.per the ccp: the bpm unit parameter was higher than the independent analyzer and there were no physical / hardware / disposable issues during the inaccuracy.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cpb), the temperature value was inaccurate by four degrees on the blood parameter monitor (bpm). The device was not changed out, as they had to adjust the temperature based off the gem gas analyzer. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 15-jun-2016: a voluntary recall (#1828100-03/08/16-001-r) was published and sent to customers in march 2016. The recall informed users of defective thermistors that resulted in inaccurate temperature measurements that could lead to prolonged cooling and/or warming of the patient and result in prolonged cpb times. In addition, the inaccurate temperature values can also lead to inaccurate bpm measures. This unit was part of the recalled units and does explain why the bpm shunt sensor temperature was lower than expected as compared to the oxygenator outlet blood temperature. According to the perfusionist (ccp), the inaccurate temperature measures also had an impact on the accuracy of ph, partial pressure of carbon dioxide (pco2), and partial pressure of oxygen (po2) values. A gem laboratory analyzer was used to provide measurements during in-vivo calibrations and the gem analyses were used to provide clinical data needed for any clinical interventions. They continued using the bpm unit for the procedure and the case was completed successfully without delay in the procedure and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) duplicated the complaint noting the blood parameter monitor (bpm) temperature was off by almost seven to ten degrees celsius the investigation determined that the thermistors were not built per the specifications, where the drawing note requires the thermistor chip to be located within first 0.050 inches of the sleeve. Further investigation at the supplier determined that the chip location did not transfer from design to manufacturing at the supplier. Further investigation also identified improper supplier controls at the time to ensure that the part met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.